Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the returned instrument confirms the observation. Previous investigations, including evaluations by a depuy material scientist has determined that use error is the most likely root cause. Manufacturing or material error was not identified. It is however recognized that improvements are possible to alleviate this issue even if not used properly. Eco 292374 was approved and completed on january 15, 2010, which includes improvements to bolster the durability of this instrument. The complaint sample was manufactured prior to the changes. Additional corrective action is not indicated at this time. Continue to monitor through trend analysis. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation may be re-opened.

Event description:
The stem inserter broke during insertion. Update - (B)(4) 2014- product was returned to depuy. Upon inspection, it was observed that the tip broke off the inserter. Therefore, this is a product malfunction and is going to be reportable. Complaint was updated (B)(4) 2014. .

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.